Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 396 mg/dl. The customer gave the authorization of their doctor to speak on the phone .the doctor was rude an did not allow the technician to perform the duties required. The call was lost. The customer was contacted again but there was no answer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.